Event description:
It was reported that the pt had a pacemaker installed and contracted a synthetic infection. Right knee was implanted.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5510-f-302 lot # sxd4y description: triathlon-cr femoral component cemented #3 right cat # 5521-b-300 lot # bfth description: tri ts baseplate size 3, cat # 5551-I-299 lot # lbx583 description: triathlon-asymmetric patella a29mm(s/I) x 9mm.